Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 78 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer experienced vomiting, joint pain and achiness. The blood glucose reading at the time of the event was 698 mg/dl. Customer was also dehydrated. Hospital treated with insulin drip and manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.